Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: a vena cava filter was successfully deployed in a patient for history of deep vein thrombosis with high risk for pulmonary embolism. Approximately eleven years and four months post filter deployment, the patient presented for filter retrieval. The reason for retrieval was abdominal pain and no further indication for the filter. Initial scout image of the abdomen demonstrated a detached limb situated at the level of the filter. An inferior venacavagram demonstrated several of the filter limbs extended beyond the lumen of the inferior vena cava (ivc). A cone retrieval device was unable to retrieve the filter and the filter was retrieved by using a snare. Multiple attempts to retrieve the detached filter limb with a snare and endobronchial forceps were unsuccessful as the strut was extraluminal. CT of the abdomen performed after filter retrieval revealed a detached filter limb in an extraluminal retroperitoneal location, as well as a new linear metallic object within the right ventricle. That same day, the patient was scheduled for retrieval of the detached limb in the heart. However, despite multiple attempts with multiple snares, the detached filter limb in the heart was unable to be retrieved. Follow-up images of the chest demonstrated no change in positioning of the filter limb. A follow up echocardiogram demonstrated no pericardial effusion. There were no immediate complications. The following day, it was noted in a consultation report that pathology confirmed that only two limbs were missing from the filter, so all fragments were accounted for. It was also noted that the detached limb in the right ventricle was unlikely to cause problems, unlikely to migrate and should be left alone at that time. It was uncertain if anything should be done for the detached limb retained in the retroperitoneum. It was abutting the duodenum, and was possibly the source of the abdominal pain. Three days post filter retrieval, the discharge summary noted that following the first and second procedures, the patient was noticed to have slurred speech, but this was felt to be related to the medication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached filter limbs, removal difficulties, and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached, perforated and migrated to the heart and abdomen. The device was removed percutaneously; however, one detached filter limb remains in the right ventricle of the heart and one limb remains in the retroperitoneal space in the abdomen. There were no reported attempts made to retrieve the detached filter limbs. The patient reportedly experiences chronic abdominal pain and suffered a stroke from the ivc removal. The status of the patient is unknown.